Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found disconnected tubing at valve vl12e which caused fluid to leak onto the low vacuum regulator. The tubing was reattached, resolving the leak and the low vacuum regulator was replaced, resolving the startup failures. (B)(4).

Event description:
The customer reported that there was a blue/green fluid leak of approximately 5 ml. From the lh780 instrument during startup. The leak was not contained. The customer also noted that the instrument would not initialize. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.